Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568411010c. Corrected d4 catalog # ard568350931. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint was chipping, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence the device was not being used for patient treatment. The issue was discovered by a getinge technician. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there was one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Moreover, this event is due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have stated years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current product must be improved as described in the user manual (powerled IFU 01581 rev. 9, pages 35-36). The damaged parts must be replaced as soon as possible. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(6).